Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 512 mg/dl. Customer stated that they received the alarm while priming and after changing the infusion set. Customer feels that maybe the pump has not given him insulin for some time. Customer stated that they were able to complete the rewind sequence. Customer stated that the rewind was successful two different times. Customer stated that it sounds like it is slowing down and after a few seconds, the motor error occurs. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.